Event description:
A customer's spouse reported via phone call indicating that the customer experienced high blood glucose of 554 mg/dl. The customer was treated for the high blood glucose with syringes. The spouse declined troubleshooting. The spouse called in to inquire how the active insulin was calculated. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.